Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens cracked and loader malfunction during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, where the iol was found to be cracked or loader malfunctioned. Upon further inspection, they have noticed comparing two lens loaders were different thicknesses and visibly looked different. There are three reports associated with this event. This 2 of 3.